Event description:
Information was received a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient had some programming changes on (B)(6) 2016 and things looked good after they left the office. Two days later, the patient experienced a return of symptoms and his tremor gradually increased/worsened. The patient tried increasing and decreasing stimulation but the issue was not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.